Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The 30 psi occlusion failure was identified and confirmed during preventive maintenance testing. A CAPA was opened to further investigate occlusion-related failures identified during preventive maintenance testing. At the time of this report, the device remains under investigation to determine the root cause of the failure. Refer to complaint record (B)(4) for additional details related to this event and the manufacturer¿s evaluation.

Event description:
Pump (B)(6) was returned to intuvie for preventive maintenance. During standard performance testing, the device failed the 30 psi occlusion test, alarming at 18.300 psi, which is below the acceptance range of 22¿38 psi. The failure was identified during preventive maintenance testing only. No adverse event or patient involvement occurred.